Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reasons for pvl is inadequate debridement of a calcified annulus or patient friable tissue, and is not a result of device malfunction. The reported device has not been returned to manufacturer for evaluation. Edwards will continue to monitor all events and trends. Additional information will be reported if received.

Event description:
It was learned that a 25mm bioprosthetic aortic valve, implanted approximately ten (10) days ago, was explanted due to a paravalvular leak in which the sutures pulled through the annulus. The explanted device was replaced with a 3300tfx 25mm. Patient is reported in good condition.